Event description:
Pt reports didn't feel well. Had a temp which went up to 102.4, achy, dizzy, nauseous, headache, chills, chest pain, shortness of breath, severe rash, backache, numbness in (r) finger, vomiting. Taken to ER and admitted. Stayed until 3/19/97.